Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of an unknown mynxgrip vascular closure device (vcd) could not be unsheathed as the unknown sheath was ¿stuck¿ in the patient and could not be pulled out. Hemostasis was achieved by manual pressure and there was no reported patient injury. The sheath was flushed before the mynx was inserted. The stopcock was opened to ensure there was backflow of blood, as well as after when the balloon went up. The balloon was then deflated and the device and sheath were pulled for manual pressure and it led to workflow issues. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the sealant of an unknown mynxgrip vascular closure device (vcd) could not be unsheathed as the unknown sheath was ¿stuck¿ in the patient and could not be pulled out. Hemostasis was achieved by manual pressure and there was no reported patient injury. The sheath was flushed before the mynx was inserted. The stopcock was opened to ensure there was backflow of blood, as well as after when the balloon went up. The balloon was then deflated and the device and sheath were pulled for manual pressure and it led to workflow issues. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿device deployment jam¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the limited amount of information it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.